Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error in the motor detected by reading value from hall sensor. Customer¿s blood glucose level was 165 mg/dl. Customer reported that they were unable to rewind the insulin pump. Customer refused to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to pump error 38.